Manufacturer narrative:
Emdr section h6 b, c, d codes updated to reflect results of investigation.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, during follow up, a computed tomography angiography revealed an aneurysm enlargement. The enlarged size was unknown. On (B)(6) 2022, a 4d computed tomography suspected possible type iiib endoleak. The possible type iiib endoleak was also suspected using an echo, however, the echo date was unknown. On (B)(6) 2023, a reintervention was performed to treat the possible type iiib endoleak. During the reintervention, digital subtraction angiography did not revealed the possible type iiib endoleak. A computed tomography revealed an endoleak from around proximal of a flow divider. Two stent grafts were implanted, both legs using upside down technique and kissing balloon technique. Final digital subtraction angiography did not reveal any endoleak. The patient tolerated the procedure.